Event description:
Small screw fell out of the mics handpiece. Screw was found and was not in the patient. Fell on the ground. Replacing. Case type / application: tka 2.0. Update on 10/10/2025: back screws of handle.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: product inspection. Evaluation 1: pivot mechanism, missing screws. Evaluation 2: scratched handle. Reported condition confirmed: yes. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.